Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 9/8/2010 and was last repaired on 10/15/2013 for worn gears. Both cutters, 1:5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number 1201045, where previously returned on 10/15/2013. The gears and bushings to both cutters were replaced; however, the cutters failed cutter eval and were returned to the customer as non-repairable. For the current repair, investigation revealed worn gears, as excessive galling of the gear teeth of the roller gear and both cutter gears was observed. Furthermore, the side plates and hinges were dented, and the comb was noted to be bent. Prior to repair, the unit was outside calibration specifications on the left and right sides. Customer returned two cutters for eval and both had galled gear teeth. The gears and bushings were replaced on both cutters, but both cutters failed cutter eval and were returned to the customer was non-repairable. It is noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. During the previous repair, both cutters failed cutter eval and were deemed non-repairable. Improper handling and failure to replace damaged cutters most likely caused the damage to the roller and cutter gears. The device was serviced and returned to the customer.

Event description:
It was initially reported that the years on the device were damaged on the zimmer skin graft mesher. Through device eval it was observed that the comb was damaged. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.